Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the incision site had not closed yet, on the left butt cheek where the patient thought the wire was. The patient stated it was not red, and it was mostly closed but there was a small area not closed yet. The patient had not been seen by the healthcare provider (hcp) but had used some antibiotic cream on it. The patient had an appointment on (B)(6) 2016 with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.